Event description:
Extension set w/0.2 micron filter, microclave clear equipment attached to patient's total parenteral nutrition (tpn) fluids exhibited leaking from filter site. This was a new extension set placed during line change day the previous day. Verified leaking with resource nurse and recommended replacing with new extension set with 0.2 micron filter. Replaced with new extension set using sterile procedure. 0.2 micron filter in use for tpn reported to have leaked, on physical inspection it appears to leak from the back side of the filter near where the "in" tubing connects but has no obvious cracks or deformities. Specific lot number from event unknown. Current stock lot number is 5119104. This is all the information available.